Manufacturer narrative:
Additional mdrs associated with this event: 30251411-2018-00101: driver.

Event description:
During surgery, the driver tip broke off in the screw head and could not be removed. The driver tip was left implanted in the patient.